Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to unavailable sample. A batch review was not performed due to an unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional information becomes available a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm during initial drain on the homechoice (hc). It was reported that the home patient (hp) had been brought to nursing home last night and the staff was not familiar with the hc. During troubleshooting of the alarm, the nurse reported there had been some unknown problems setting up the hc and the bags had been switched. Air was also reported in the patient line. The technical service representative (tsr) explained that hp had been on the initial drain for 6 hours and explained program. Tsr also explained not to re-spike the solution bags. The tsr had nurse check the patient line. There was no solution in it. Tsr assisted with ending the therapy and advised to let peritoneal dialysis (pd) nurse know about the missed therapy and re-spiking solution bags. There was no patient injury or medical intervention reported.